Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a systemic infection. The pacemaker and leads were explanted, and were not suspected to be the cause of the infection. There were no signs of pocket erosion, endocarditis, or vegetation on the leads. The patient was recovering post-procedure.